Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device passed self test. No unexpected missing segment/partial display anomalies noted. Device received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder and firm. The customer¿s blood glucose level was unknown. The customer also reported that the insulin squirt out from the infusion set rather than a slow drip, damage on the insulin pump display that affects the ability to read the screen and piece of plastic chipping off. The device will not be returned for analysis.